Event description:
It was reported that the device had a power on reset. It was determined that the device had "lock up" condition occur. The reset tool was used and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data.power on reset parameters - the save to disk file c60_mgr_gvle_6juli, showed a partial reset counter of one, firmware reason hexadecimal (hex) of 0000, write date (wd) reason hex of 60, reset wd reason was dclk edges, clkstop status, on (B)(4) 2011.